Manufacturer narrative:
With the received information the root cause for the reported aseptic loosening of the stem could not be determined.

Event description:
It was reported that revision surgery was performed due to loosening.